Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The wife of a customer reported via phone call that her husband went to the emergency room with high blood glucose of over 500 mg/dl. Customer does not recall any significant events leading to the error, except that the customer had low blood glucose of 41 mg/dl. In the emergency room, his blood glucose went to 407 mg/dl and then to over 500 mg/dl. The customer wanted to know information about medical issues however, troubleshooting advised customer to follow up with their doctor regarding medical questions. The customer declined troubleshooting for blood glucose and indicated that they would contact the hospital or their doctor about treatment for the high and low blood glucose. No further information was provided.